Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five hours after completion of a leadless implantable pulse generator (ipg), the patient experienced chest pain, difficulty breathing, and discomfort. A cat scan was then requested due to a drop in blood pressure, and pericardial effusion was identified. In addition, a device check revealed undersensing of the device on electrocardiogram; reprogramming was performed for the sensitivity level. The patient also received a transfusion for hormones due to a history of dialysis, and a pericardial drainage was performed. The physician suspected withdrawal of a temporary pacing lead was the most possible cause of the pericardial effusion because it had been inserted deeply in a direction toward the free wall. The temporary pacing lead was removed, and the ipg remains in use. The patient has remained hospitalized for monitoring and next course of action. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.